Event description:
On (B)(6) 2011, pt reported experiencing a bent cannula, elevated blood glucose levels, leaking insulin and bleeding at the infusion site while using the infusion sets. Pt stated, she used 2 infusion sets and the incident occurred while using the 2nd one. Pt uses the insertion assist plus device to insert the infusion sets. Pt reported, she noticed blood at her infusion site 2 1/2 to 3 hrs after inserting the infusion set. Pt stated, her blood glucose level exceeded 600 mg/dl. Pt's target blood glucose range is 120-140 mg/dl. Pt reported, she also noticed insulin leaking from the infusion site. Pt stated, she changed her infusion site 1 1/2 hrs later. Pt reported, the infusion set cannula was bent in one spot. Pt stated, she used the infusion device and a syringe to correct her blood glucose level. Pt reported, the incident occurred only once. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.